Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed battery run time. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
During a preventative maintenance (pm) service, the (B)(4) field service engineer (fse) found that the unit failed battery run time. To fix the issue, the fse replaced both batteries due to insufficient run time. Thereafter, the fse performed full pm with calibration, transducers calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a (B)(4) field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed battery run time. There was no patient involvement, and no adverse event reported.